Manufacturer narrative:
(B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing date: april 14, 2015 ¿ expiry date: march 31, 2025. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues for this device. A rework was generated, however, to verify the lock assembly location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) ¿ advanced procedure on (B)(6) 2015. Despite confirmation of alignment, the insertion handle became disconnected and fell off of the nail during the procedure. The surgeon attempted to attach the extraction device to the nail, but it would not thread. As the surgeon was pulling the reaming rod out of the patient, the nail backed out. It was noted that there was a fairly significant bend in the reaming rod, which pulled the nail out. It was also noted that the locking mechanism was not fully engaged when the surgeon attached the handle. The device was threaded partially into the nail, approximately a thread or two. Intraoperative x-rays revealed that there was not enough space for the threads to engage. First, a flexible screw driver was used to advance the locking mechanism. Thereafter, the insertion handle was re-attached and the locking mechanism was backed up so that the lag screw could be attached to the nail. The nail was then re-implanted into the patient and the surgery successfully completed. The procedure was ultimately delayed by forty-five (45) minutes. The patient reportedly bled a lot during the procedure - an additional 500 liters of blood was needed as the patient required two (2) blood transfusions. The patient status at the completion of surgery was reported a stable. This report is 1 of 1 for (B)(4).